Event description:
It was reported that the device was unable to interrogate during follow up. The rf antenna and inductive wand were plugged into programmer at same time. The rf antenna was unplugged and interrogation proceeded normally. Patient condition was fine. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.